Event description:
This valve was implanted and then explanted and replaced with a size 29 sjm valve. The pt expired. This valve remained implanted.

Manufacturer narrative:
Description of event - on 09 april, 1998, dr. Implanted a 27 mm mitral st. Jude medical mechanical heart valve sjm masters series (model 27mj-501, s/n 60355614). Per oprating room, hospital, this valve was implanted via the heartport port-access approach. While on pump, echocardiography was performed. The surgeon "was not pleased with how things looked" on echo, and performed a sternotomy to repair a septal defect which necessitated explanting the prosthetic valve. There was "nothing wrong with the valve", and the surgeon considered re-implanting the same valve. However, he decided to implant a larger valve; a 29 mm mitral st. Jude medical mechanical heart valve sjm masters series (model 29mj-501). The pt expired after the 29mj-501 valve was implanted; the valve remains implanted. The explanted 27mj-501 was not retained; therefore, it was not returned to st. Jude medical heart valve div for analysis. Results of investigation _ as previously mentioned, the explanted valve was not retained, and therefore was not returned for analysis. The valve's device history record was examined to ensure that each mfg and inspection operation was followed by the appropriate signature and date, indicating that the process was performed in accordance with st. Jude medical's specifications. Each operation for the mfg and inspection of this valve and its packaging was followed by the appropriate signature and date. Conclusion - info reviewed from the valve's device history indicated the valve complied with st. Jude medical specifications at the time of MFR. As previously mentioned, the results of this investigation are inconclusive due to the fact st. Jude medical heart valve div has not rec'd the explanted valve for evaluation. However, as supported by st. Jude medical documentation and hosp personnel, the valve functioned normally.